Manufacturer narrative:
In this case, the analysis of the returned device identified that the reported product quality problem associated with the hypotube length and hypotube window (grooves) being visible is a normal function of the device. The reported difficult to advance (move) the sgc in the stabilizer, however, was not confirmed. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and results of the returned device analysis the reported product quality problem associated with the hypotube length and hypotube window (grooves) being visible is a normal function of the device and is not indicative of a product related issue. While there is no specification regarding just the hypotube length, the working length of the sgc was measured and was confirmed to be within specification. A cause for the reported difficult to advance/move the sgc in the stabilizer cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that the steerable guide catheter was difficult to move back and forth. It was noted that the shaft extending from the handle of the sgc was protruding significantly, revealing grooves. The procedure was continued by slightly lifting the stabilizer, closing the fastener, and filling the gap with plastic forceps. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the steerable guide catheter was difficult to move back and forth. It was noted that the shaft extending from the handle of the sgc was protruding significantly, revealing grooves. The procedure was continued by slightly lifting the stabilizer, closing the fastener, and filling the gap with plastic forceps. There was no clinically significant delay in the procedure.